Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the black image and scope communication errors b30 and e216 could not be determined. It is possible that the black image and error codes were caused by a defect of the image sensor unit, internal board of the video connector, or the system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered b30 and e216(scope communication error), the bending section cover was scratched and chipped, a insufficient angle and the vent metal had backlash. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image on the endoeye flex deflectable videoscope. There were no reports of patient harm associated with this event.